Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part was discarded by site

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that a tactile awl had a high geometry error. There was no patient present.